Event description:
Event description cpi received information that this implantable pulse generator (ipg) was pacing at a rate other than the programmed rate. Cpi has been unable to obtain any additional information at this time.